Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, where the lead was repositioned. Reportedly, the surgery was a success.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient controller displayed an error message while attempting to set the ipg to MRI mode. As such, the patient will undergo surgical intervention at a later date to address the issue.